Event description:
It was reported that during a da vinci-assisted surgical procedure, the screw cap that the airseal fastens to broke off and insufflation was let out. A new cap was obtained, and broken cap and pieces were removed from the sterile field. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.230" x 0.434" was not returned. The complaint was confirmed by failure analysis.